Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The allegation is against 1 of 2 lead kits; however, it is unknown which lead kit; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000171735.

Event description:
It was reported that during an implant procedure, the physician noted there was no sheath around the tunneling tool they were using. As a precaution, fluoro imaging was used to confirm the sheath was not in the anatomy. There was no reported adverse effect to the patient. It is unknown which lead kit caused/contributed to this event.